Event description:
The account alleged when they set the brakes and they push on the stretcher, it will pop out of brake.

Manufacturer narrative:
The account adjusted the brake casters to repair the stretcher.